Event description:
A report was received that the patient had to frequently charge the ipg as the ipg had not been holding a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician¿s preference and the number of years that it has been used. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the complaint of premature battery depletion has been confirmed. The analog ic (aic-u1) was damaged. The battery depletion rate with stimulation off measured 313mv per day, this exceeds the typical battery depletion rate. The root cause of the damage is unknown.

Event description:
A report was received that the patient had to frequently charge the ipg as the ipg had not been holding a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had to frequently charge the ipg as the ipg had not been holding a charge. The patient will undergo an ipg replacement procedure.